Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen had a dim/fading/color spectrum issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 03/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. The keypad was found to be fully intact; no peeling or damage was observed. The contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery function. The up arrow, down arrow and ok keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.